Event description:
It was reported that the patient's pump alarm was heard on (B)(6) 2013 at approximately 4 pm. Beginning the evening of (B)(6) 2013, the patient experienced itching, twitching, nausea, vomiting and spasms in her legs. The patient visited the emergency room (ER) on (B)(6) 2013 and was treated with oral baclofen. The pump was interrogated (B)(6) 2013 and a motor stall was noted in the attention dialogue box. The patient had not been exposed to magnetic resonance imaging (MRI) or any other magnetic source. The device system was delivering lioresal. It was additionally reported that the patient had been experiencing withdrawal symptoms since (B)(6) 2013. The cause of the motor stall was unknown and the hcp was not able to get the pump restarted. Prior to the stall event, the patient planned to have the pump replaced this summer due to normal battery depletion, but instead the patient was consulting with a surgeon and the plan was to replace the pump. It was later reported that additional withdrawal symptoms were reported as flushing and increased spasticity. The patient was noted to be doing well on oral baclofen; and was reported to be much improved clinically. The patient was reported to be doing "good." It was later reported the pump was explanted on (B)(6) 2013. Following device removal, the patient outcome was reported as "recovered with sequela". The pump was returned to the manufacturer and interrogated on (B)(6) 2013. Per the print report of the interrogation, the estimated eri (elective replacement indicator) was 13 months. The pump motor stall occurred (B)(6) 2013 at time 1141; recovery was stamped as having occurred on (B)(6) 2013 at 1921.

Event description:
Additional information indicated the patient recovered from the replacement surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed a ¿gear train anomaly ¿ corrosion and/or wear and/or lubrication¿. Significant residue was found on the upper shaft of gear 2 and there was also some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.